Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that an intraocular lens (iol) had a radial crack midway between the haptics that involved the edge of the optic with jagged edges which could have damaged the capsule. Additional information received stated that, there was prolonged surgery time and moderate corneal stromal edema was detected on post operative day 1.